Event description:
The patient was being transferred from the wheelchair to the bed. The patient was raised in the lifter and the chair removed. The lift was being moved to the bed when the patient slid out of the sling and struck their head and coccyx on the floor. Patient suffered a laceration to the back of the head, requiring four stitches, and a bruse to their coccyx.